Event description:
The complainant reported that while implanted with an impella cp a pericardial effusion present. The p level was decreased and bicarb was added to the purge fluid. Bleeding was present from the ECMO cannula. Five units of fresh frozen plasma and five units of packed red blood cells were transfused. Systemic heparin was withheld. Later, care was withdrawn and the patient expired.

Manufacturer narrative:
A5 and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The product was not returned for investigation. The cause of the pericardial effusion was not determined due to insufficient clinical details. The cause of the bleed was not determined due to insufficient clinical details. The cause of the suction alarms was most likely patient related, as clinical states the patient was on ECMO through the case, and data logs show a loss of placement signal pulsatility and downward trend. The pump passed all post sterile inspection criteria.